Event description:
Complainant alleged that the clinician in the cath lab was attempting to induce ventricular tachycardia in a male pt who was in his 60's. The clinician adminstered one shock at 200 joules and a second shock at 360 joules, but the complainant was not responding to treatment. During the administration of a third shock at 360 joules, the clinician pressed down on the anterior pad and determined that the pt was not receiving a full 360 joule output. The clinician then switched to device the device paddles and began the sequence of shocks again, and successfully treated the pt. The complainant indicated that because of the quantity of shocks that had to be delivered to the pt, as a result of malfunction, the pt received burns. The complainant indicated that no treatment was necessary and that the pt had no long term effects from the burns.